Event description:
A report was received that a patient was experiencing difficulty communicating with her ipg and charging. An x-ray was taken and confirmed that the ipg had dropped from its original pocket and was also deeper. A pocket revision was recommended.